Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving fentanyl 1000mcg/ml for a total dose of 255.3mcg/day and bupivacaine 10mg/ml for a total dose of 2.553mg/day via an implantable pump non-malignant pain and headache. It was reported the catheter migrated. The tip was noted to be at c2-c3, and the catheter was implanted at c1-c2. It was noted that the 8782 catheter migrated from c1-c2 to c3. The hcp removed the 8782 and implanted a new one to the desired level-c1. The device was interrogated on (B)(6), and the device diagnosis was catheter dislodgement. It was unknown what factors may have caused or contributed to the issue. Intervention included the catheter was replaced on (B)(6). The catheter was discarded and will not be returned for analysis. The outcome of the event resolved without sequelae on (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related, and the catheter involved was the intrathecal/spinal portion. The patient's status at time of event was alive-no injury. The patient's weight was unknown. The event date was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was suboptimal pain relief. It was noted that the catheter migrated caudally in the spinal canal, which resulted in suboptimal pain relief. No further complications were reported/anticipated.